Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet display stopped functioning, with the user stating the screen appeared broken without recalling any impact, and the device was deemed nonfunctional; a replacement ilet was arranged and the user was instructed to shut down the device, return it with the provided shipping label, and complete startup on the replacement, with the option to continue cgm use via the dexcom app or receiver. Symptoms included no reported changes in blood glucose. Outcomes included no alerts or alarms reported to the user following shutdown instructions and no effect on blood glucose control. Investigation included remote troubleshooting and logistical assessment, verification of shipping information, provision of return instructions, and confirmation that device data would not transfer to the replacement. Investigation of this device revealed a screen visibility/display failure consistent with a hardware display issue, with functionality not recoverable through standard troubleshooting. Based on previous findings for similar reports, we concluded that the cause was a component failure of the display assembly with an undetermined precipitating factor.